Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure.the customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was debris under the row in drawer ejected pockets. A field service engineer removed the debris and assisted the customer to reload medication in that pocket. The system functioned as intended after the field service engineer repaired the device.